Event description:
Rptr received a recall notice for the referenced device. The recall notice stated that the device is being recalled because the item may not be sterile and did not have FDA approval prior to marketing. However, a letter from the MFR stated that there were no sterilization problems with the kits. Rptr also stated that the screw threads on one of the catheters they had received appeared to be peeling off, leaving sharp edges that could injure the pt. This problem was not addressed by the MFR. Pt had their old catheter removed. Pt had another ash split catheter put in, which is working presently. The titanium connector of the ash split catheter that was used for pt had a large burr on it, which originated from the male threads of the titanium connector. The significance of this is that the burr, which is as sharp as a razor, has the capability of slicing the catheter. According to rptr, such potential could go unnoticed until the pt died. It could even conceivably go unnoticed during an autopsy. Normally, the mortician or pathologist will just pull out such tubing without examining it and dispose of it. Even if they were to discover the air emboli, everyone would be wondering where the air emboli came from and how it happened. Medcomp had a recall on its ash split catheter repair kits that were recently purchased. Medcomp website alert states that the kits were sent out without FDA approval. Rptr purchased a total of four of these repair kits from medcomp. Medcomp has written stating that they will reimburse rptr for the four repair kits, one of which cannot be retrieved for return, due to the fact that it has been used on a pt's catheter. Another one, which has been used, was retrieved when the pt's catheter was changed. The one that was retrieved has a severe defect on the threads of the connector. It has become loose and is a free floating burr. This burr could have sliced the catheter, resulting in an air embolism for the pt. Such an air embolism could cause death.